Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a patient presented in-clinic for a routine follow-up, episodes of non-sustained ventricular oversensing due to myopotential oversensing were observed. The patient received no symptoms or ill effects related to the oversensing. No programming changes were made. The device remains implanted.